Event description:
Customer reports that she felt hypoglycemic symptoms such as confusion, irritability, and shakiness. She states her device read 200mg/dl at that time. She reports eating honey and drinking juice and feeling better approximately 20 minutes later. No quality controls were used. Requested return of suspect device and replacement was sent.